Event description:
It was reported to technical services on 8/7/12 that this rv lead is fractured. They will be going in for a lead revision. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).